Event description:
It was reported that patient underwent total hip arthroplasty (B) (6) 2009. During the procedure, the surgeon noticed there were no threads in the insertion hole of the acetabular cup shell. Additional acetabular component was used to complete the procedure.

Manufacturer narrative:
There have been no trends identified related to this type of event.